Event description:
During evaluation of a returned spectrum pump, the device had low audio during power up of the device. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had low audio during power up. The cause was identified to be a loose speaker and the rear case requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.